Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock due to electromagnetic interference (emi). No changes were recommended. At this time, the s-ICD remains in service and no additional adverse patient effects were reported.